Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device implanted; please reference the other medwatch report filed under patient identifier #. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device kept stopping and would not cut. The procedure was successfully completed with a second like device with no adverse patient consequences.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.